Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0uhgn, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Family or friend of the patient reported that the patient got implanted on the day of the report and felt no stimulation. The patient tried increasing in program 1 with the programmer but they were not able to go higher than 1v and showed the highest limit had been reached. The healthcare professional or manufacturer representative needed to resolve and change the highest limit with a clinician programmer but the patient had no contact. The patient reported that the he made a change to the therapy. The manufacturer representative had informed him to stay on program 1 at 1.0 v for a week but he did not feel it was strong enough so he changed to program 2 and adjusted to 2.0v. There were no device or therapy complaints. The patient also reported that they felt stimulation in the inner left buttock. It was reviewed that is considered a pelvic area and where patient is expected to feel stimulation but the patient reported that stimulation felt different than during the trial. Additional information from the consumer reported that the device had not worked. The event occurred during product use and the indication for use was urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow up report will be sent.